Event description:
Info received indicates that the foot hi/low function has a slow drift.

Manufacturer narrative:
The tech isolated the issue to the foot hi/low down valve. He replaced the foot hi/low down valve to repair the bed.